Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: the event occurred on an unspecified date in august 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the stop cock joint of a three gang large bore stopcock manifold appeared cracked and subsequently the patient¿s blood pressure (bp) dropped. Thirty seconds after turning the patient, the nurses observed the patient¿s bp dropped (values not reported). The nurse immediately assessed all sites and noted a backflow of blood where the epinephrine was infusing. Upon following the line, the nurse saw the ¿medication bridge line was cracked in half (the 3-way bridge that is fused together not the 3 way stop cocks that are pieced together)¿. The nurse immediately relocated the infusion to another port. The emergency team was called to patient bedside and calcium chloride stick was administered. Patient blood pressure responded appropriately, and a ¿new bridge¿ was created for medication. No further information was available at the time of this report.